Event description:
It was reported that the patient received an infection. Unsure if it was from purewick female external catheter but believes that it was improperly placed as the patient's size means the wick can be close to the anus. Told that it would be an issue and confirmed that the patient had not fecal incontinence. No further action as customer said they were holding off unit patient recovers. Per additional information received via phone on 25jun2024 it was reported that the patient developed bed sores. Stated that the patient had caregivers, they were not familiar with the purewicks and were placing them incorrectly. Patient did not believe that the wicks caused the sores. Caregiver stated that patient was incontinent, currently in physical therapy and had a nurse practitioner who came out to treat the wounds. As of now the patient was not using the purewicks but plans were to restart once the patient was fully healed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient received an infection. Unsure if it was from purewick female external catheter but believes that it was improperly placed as the patient's size means the wick can be close to the anus. Told that it would be an issue and confirmed that the patient had not fecal incontinence. No further action as customer said they were holding off unit patient recovers. Per additional information received via phone on 25jun2024 it was reported that the patient developed bed sores. Stated that the patient had caregivers, they were not familiar with the purewicks and were placing them incorrectly. Patient did not believe that the wicks caused the sores. Caregiver stated that patient was incontinent, currently in physical therapy and had a nurse practitioner who came out to treat the wounds. As of now the patient was not using the purewicks but plans were to restart once the patient was fully healed.

Manufacturer narrative:
The reported event was confirmed - use related as event states the patient had caregivers that were not familiar with the purewicks and were placing them incorrectly. Sample was not available for evaluation. The root cause identified is "user attention failure, places device without adequate access to labia / user attention failure, places device incorrectly or is unaware of the proper placement of the device". A DHR review was not required because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: "properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned". Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. Not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.